Event description:
It was reported that a patient was in withdrawal and it was unknown when it started, the manufacturer¿s representative ¿believed this just started in the past day or so.¿ the patient stated she has a ¿mass in her spine that is near where the catheter is¿ and she hypothesized that ¿it was pushing on it.¿ the healthcare professional (hcp) was not able to confirm. The patient¿s family member stated that the manufacturer¿s representative read the pump a ¿couple of days ago¿ (before (B)(6) 2015) and said that ¿it¿s no longer working.¿ the patient was admitted to the hospital ¿on easter day¿ due to the pump therapy and ¿other medical issues.¿ a dye study was attempted to determine if the catheter was patent but after accessing the catheter access port (cap), little was aspirated and the dye study was not performed. The hcp was setting up a revision. The catheter tip level was not determined and no mass was observed. The patient was kept overnight and was supposed to be seen by a neurosurgeon, but it was unknown whether this occurred because the patient ¿may have been transported back¿ to be seen by her managing doctors. The pump was used to infuse clonidine, bupivacaine, and morphine (unknown). No outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been hospitalized (B)(6) 2015 for intermittent withdrawal symptoms of nausea, diarrhea, and increased pain. When the cap (catheter accessport) study was done the healthcare professional (hcp) was able to aspirate but unable to push dye through the cap (met resistance) and the study was stopped. On (B)(6) 2015 the patient was seen by the hcp office for a refill and concentration change to the pump with a bridge bolus programmed. These symptoms continued and a second dye study results were "appropriate" which was later clarified to mean that the pump evaluation showed a working pump and in-place catheter. The clinic staff "did not feel the patient was going through withdrawal." On (B)(6) 2015 the patient called stating she was having withdrawal symptoms again. The hcp expressed that they would like a manufacturer's representative to meet the patient at the emergency room due to the patient's 2.5-3 hour distance from the hcp office. The hcp reported on 2015-05-18 that the withdrawal symptoms were caused by sepsis. The pump was used to infuse clonidine, bupivacaine, and dilaudid (hydromorphone).

Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l50554, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
Additional information received from healthcare professional on 2017-may-05 reported the cause of the pump malfunction was not deter mined. It was noted that the pump reached end of life of battery on (B)(6) 2016. A new pump was implanted. It was noted that the pinched spinal cord and 13 laminectomy/discectomies was not related to device or device therapy. The patient's weight was noted as (B)(6). The pump was explanted on (B)(6) 2016. It was noted that a manufacturer representative was with us in the operating room on (B)(6) 2017. It was noted that they did not or were not told about sending the pump anywhere. No further complications were reported/anticipated.

Event description:
Additional information was received from a consumer on 2017-apr-12. In 2016, the patient got a pump replacement due to something occurring with the pump. The patient thought it failed even though it was close to longevity. The patient experienced burning from the waist up, severe diarrhea, severe vomiting, severe pain, and spasms. The patient had to call an ambulance to be hospitalized for 4-5 days. A manufacturer representative came and checked the pump and said it was the pump malfunctioning. The patient was receiving clonidine and bupivacaine at an unknown concentrations and dosages. The patient was also receiving dilaudid at an unknown concentration at a dose of 15 something per day. In 2014, the patient was diagnosed with pinched spinal cord and can¿t do any treatment on it because the patient had 13 laminectomy/discectomies in the past and her back was like a ball of yarn. The patient stated her spinal cord was pinched near where the catheter was and it would feel like the catheter was pinched off and the patient would go through major withdrawals. The patient had 4-5 withdrawal episodes. The patient was receiving clonidine and bupivacaine at an unknown concentrations and dosages. The patient was also receiving dilaudid at an unknown concentration at a dose of 15 something per day. The patient was ¿thankful to god¿ that the pump was created because prior to ever getting implanted for 3.5 years after all the surgeries she had, the patient was laying in bed due to all her surgeries. The patient needed assistance to go to the bathroom, showering, getting in and out of bed and all activities. The patient stated it was hard living with her mother. After the pump implant, the patient went back to driving a stick shift and raising her 3 kids. The medication got right where it was needed versus waiting on oral pills. There were no further complications reported.